Event description:
It was reported that the screw loosened in the patients mouth at tooth #19. At that time it was discovered that the abutment has a damaged hex. No damage to the implant. They will be looking to remake the abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One abut gold friction-fit 4. 5mm imp (hla4g) and one scr replace friction-fit gold & ti abut int hex (mhlas) were returned for investigation. Visual evaluation of the as returned products identified signs of use but no damage/malfunction. The abutment came attached to a crown. Functional testing was performed and the screw was able to assemble as normal. No pre-existing conditions were noted. The devices had been placed on tooth site #19 for an unknown period of time. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers associated to the items were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hla4g & mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. July post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did not occur with the returned items. The reported event (damaged hex) was unconfirmed but the reported event (loosening) could not be verified as the exact details of event were unverifiable.

Event description:
No further event information available at the time of this report.